Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no issues noted. Leak testing, clear passage testing, and clamp function testing were performed and found no issues. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set leaked at the twist clamp. This occurred during use by a patient while performing peritoneal dialysis therapy. This was observed after three months of use. There was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.